Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient reported that the smart device is set to vibrate. Dexcom representative advised patient to delete the g5 application and restart the smart device, which was unsuccessful. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and did confirm the reported loss of connection. No additional patient or event information is available.